Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the colon on (B)(6) 2010 (patient gender and weight unknown; patient reported to be over 18 years of age). According to the complainant, during preparation for a procedure, the cautery plug detached from the snare. The account did not report any damage to the packaging. The procedure was completed using another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - detachment of device component. (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010 (patient gender and weight unknown; patient reported to be (B)(6)). According to the complainant, during preparation for a procedure, the cautery plug detached from the snare. The account did not report any damage to the packaging. The procedure was completed using another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A physical evaluation of the returned device confirmed that the cautery pin detached from the snare handle. Measurements taken of both the handle and cross pin found both to be within specification. The condition of the returned incident device was consistent with the complaint that the cautery pin detached. Based on the evaluation, improper assembly of the cautery pin likely led to detachment. Therefore, the most probable root cause is manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.